Event description:
It was reported that this artificial urinary sphincter (aus) pump migrated to higher in the scrotum. The pump was explanted and replaced. There were no patient complications reported.